Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿do not detect some scope¿ was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Scope socket was found damaged. It has traces of rust inside the socket. The scope detection did not work. Front panel had poor appearance and was found to be cracked. Exhaustion of the xenon lamp was detected and end of life of the lamp counter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus evis exera iii xenon light source had a scope detection issue. The issue was found during preparation for use in an unknown procedure, where the device failed to detect some scopes. The device was inspected prior to use. There were no reports of patient harm associated with the event.